Event description:
It was reported that shaft break occurred. After the 6fr non-boston scientific (bsc) guide catheter was used, a 3.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. Multiples attempts were made to place the stent, however, it would not cross the lesion. During the final insertion, significant resistance was felt while inserting into the guide catheter and the shaft broke 20 centimeter from the transition. The device was removed by disconnecting the tuohy borst opening and procedure was completed. There were no patient complications reported.